Event description:
The iab was inserted into the patient on 04/01/97 at 5:00 p.m. And removed on 04/03/97 at 4:15 p.m. The iab did not malfunction. As a result of the event, the pt had an infection and thrombocytopenia. (Event complications: infection/thrombocytopenia - reported) 06/24/97. (Pt's current status: unk - rpt'd 06/24/97). '

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 9/28/98).